Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initial information received from health care professional stated that after using the product consumer experienced blurry or hazy vision and also described vision was foggy lasting the entire day. So, the consumer consulted an ophthalmologist and was diagnosed with corneal ulcer. The current status of the consumer¿s eye was resolved at the time of this report. Additional information has been requested but not yet received.